Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors with cannula to be damage (broken), broken part still attach in tubing. Failure analysis was unable to confirm customer received sensors in said condition due to customer returned opened/used.1 remaining opened/used sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4)

Event description:
The customer reported via phone call that they had issues with the sensor. Customer reported receiving a sensor error alert. Customer's blood glucose was 347 mg/dl at the time of incident. The customer treated their blood glucose with a manual injection. It was also found the customer had a bent sensor upon removal from their body. The customer agreed to return the sensor for analysis.